Event description:
It was reported that the defibrillator experienced a power on reset. The patient was receiving radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device tried to write to locked ram location, which cause the device to go through the power on reset (por) sequence on (B)(6) 2009 and (B)(6) 2010 due to parity errors. The severity of this por is deemed: low. The device is expected to fully recover from this fault tolerant reset.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device tried to write to locked ram location, which cause the device to go through the power on reset (por) sequence on 04 dec 09 and 13 jan 10 due to parity errors. The severity of this por is deemed: low. The device is expected to fully recover from this fault tolerant reset.